Event description:
It was reported that a user experienced low glucose while using the ilet, with a documented blood glucose of 55 mg/dl and recent intake of glucose tablets, soda, and crackers; the user reportedly was expected to announce meals but did not, and had recently eaten sushi. Symptoms included hypoglycemia. Outcomes included the use of oral carbohydrates and a plan for glucagon availability, with consideration for emergency services and IV dextrose if needed. Investigation included user troubleshooting and education. Investigation of this case revealed no device malfunction reported and no device component issues identified, and the event was attributed to cause unclear given inconsistent meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.